Event description:
Customer reported being hospitalized for low blood glucose. Customer stated that they gave themselves too much insulin because they are new on the pump. Customer has been instructed on programming and proper use of the pump.